Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not load correctly. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the seal and springs were outside the loading device, and the plunger was depressed. There was no evidence of blood on the device. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)